Event description:
Per the customer the values from the case stated 588 with 40 laps and 700 in suction canister. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.